Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The defib reptacle cable was replaced as a precaution. The device was recertified and returned to the customer with a new multi-function cable. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device reboot/reset itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.